Event description:
Fallopian ring x 1 loaded on to device and inserted. When ready to deploy ring onto fallopian tube, ring remained on device clamping hooks, that latch onto fallopian tube. Another port site was made for md to remove device, and ring from intraabdominal area. Another device was used successfully.